Event description:
A malfunction alarm was reported causing the customer's blood glucose level to be displayed as "high"; although specific value was not provided. The customer addressed the high blood glucose by administering a correction bolus using the pump. The customer continued to use the pump for insulin therapy.